Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft detachment was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/ review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was treating a chronic totally occluded and heavily calcified lesion in the mid left circumflex coronary artery. During advancement, the 2.5x38mm xience prime felt resistance and was not able to cross the lesion due to the patient anatomy and the proximal shaft was found to be separated. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.